Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the analyzer was analyzed and no anomalies were found.

Event description:
It was reported that while using the analyzer in a case, it was running simultaneously with a consulta, testing sensing. The sensing test values were locking up and not changing. There were no patient complications as a result of this event.